Event description:
Pt underwent a primary laminectomy (surgical level and date unk) with application of adcon gel. Three weeks after surgery, pt developed a severe headache. The event was described as a "dural tear over the site".